Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned.

Event description:
It was reported an oncology patient was needing triple antibiotic therapy with low platelets. Prior to PICC insertion hematologist confirmed patient was suitable for PICC insertion. Uncomplicated PICC insertion. New information that death was 4 days post discharge from hospital and after PICC insertion. Patient died with PICC in situ. Unknown details around death including time.